Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the insulin cartridge was leaking and she smelled insulin when the cartridge was replaced. The patient did not suffer an adverse event due to the reported issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. No conclusions can be made at this time. Cartridge lot #: not provided.